Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys cea assay results for one patient tested on a cobas 8000 e 801 module. The customer reported there was "no problem" with cea qc results. It is unknown if the initial result was reported outside the laboratory, the information was requested but not provided. The customer performed repeat testing with the patient's sample. The patient's initial cea result was 1.6 ng/ml. The patient's repeat cea result was "6.0-7.0" ng/ml. The cea reagent lot number was 568101 with an expiration date of 31-dec-2022.